Event description:
It was reported that customer experienced repeated minimum fill notifications while attempting to load insulin cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area, and attempted to reload same cartridge without success, after which technical support guided customer through loading new cartridge using proper technique, which resolved issue, allowed insulin delivery to resume, and led to arrangement for replacement cartridge to be sent.